Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, service history review, and a review of the alarm log were performed. Visual inspection revealed corrosion on the power supply and a noisy alternating current transformer. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have corrosion on its power supply and a noisy alternating current transformer. No additional information is available.